Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high bipolar impedance measure on the right atrial (ra) lead. The impedance has since returned to normal levels. The lead remains in use. No patient complications have been reported as a result of this event.